Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a remaining longevity of one year and has only been implanted three years. It was identified that battery usage is at 172%. A boston scientific technical services consultant documented and discussed the reported clinical observations. The device remains implanted and no adverse patient effects were reported.